Event description:
The customer reported that a few drops of blood leaked from the coulter act diff 2 analyzer was being left on top of caps of tubes after running sample. Leak not contained within instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Customer technical support (cts) was told by customer that he had already replaced vic. Cts guided customer through cleaning closed vial area and probe wipe block. Startup passed. Ran 3 test samples and no blood on cap and no aperture alerts. Leak was resolved through cleaning closed vial area and probe wipe block. (B)(4).customer on phone